Manufacturer narrative:
The customer reported to have replaced the bdu pcb. Covidien uploaded the current software only. The unit passed extended self testing.

Event description:
The service report shows, the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.